Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, component code), h11. It was reported that during preventative maintenance performed by a getinge field service engineer (fse), the cardiosave intra aortic balloon pump (iabp) failed both the pneumatic interface module (pim) leak test and fill manifold test. There was no patient involvement or harm reported. The fse reported that a leakage from the pim was affecting the fill manifold test and it appeared to have been a malfunction in the pim at the catheter extension tube insertion port. The pim was replaced and all repair/maintenance work was completed. Both pim leak and fill manifold tests were passed successfully after the replacement of the pim. The unit passed operational checks and the fse cleared the unit and it was in a safe state for use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during maintenance inspection cardiosave intra-aortic balloon pump (iabp) pim leak tests and fill manifold tests failed. There was no patient and no harm was reported.